Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Internal visual inspection was performed and failed due to broken needle. An external visual inspection was performed and had major damage due to gooseneck. The allegation of applicator deployment was confirmed. The probable cause could not be determined. Additionally, a goosenecking was found in connection to the reported allegation. No injury or medical intervention was reported.